Event description:
Dealer alleges customer was backing up in the scooter when the throttle stayed in reverse after letting go of the lever resulting in the customer running into something.

Event description:
Dealer alleges customer was backing up in the scooter when the throttle stayed in reverse after letting go of the lever resulting in the customer running into something.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued if more information or the device become available.

Manufacturer narrative:
The device was returned and evaluated by pride. The alleged event could not be duplicated.